Event description:
On 06-mar-2020: follow up information was submitted to update expiration date and result of complaint investigation of the returned used device (1 set) which showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the plastic in the needle came off while the patient was sleeping. The blood glucose level from 28-oct-2019 to 31-oct-2019, between 10:26 pm to 02:00 am was 316 mg/dl and from 15-nov-2019 to 18-nov-2019, between 10:38 am to 02:00 am was 314 mg/dl. The infusion set's tubing came apart close to the site location. The site location was on the top of the back side of patient and the pump was worn on the belt. The infusion had been used for about 3 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the plastic in the needle came off while the patient was sleeping. The blood glucose level from (B)(6) 2019 to (B)(6) 2019, between 10:26 pm to 02:00 am was 316 mg/dl and from (B)(6) 2019 to (B)(6) 2019, between 10:38 am to 02:00 am was 314 mg/dl. The infusion set's tubing came apart close to the site location. The site location was on the top of the back side of patient and the pump was worn on the belt. The infusion had been used for about 3 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.